Manufacturer narrative:
On the basis of the provided photo a ripped apl bypass tubing was visible. In case of such a cut a leakage is the result leading to a drop/loss of the vacuum of the inner membrane which is needed to keep the ventilator membrane in place and consequently is required for automatic ventilation. The fabius detected the pressure drop and responded as specified by shutting down automatic ventilation and generating a corresponding visible and audible ventilator fail alarm. In such case manual ventilation and monitoring remain available to continue the case. A leakage inside the apl tubing, if present before the case, is detected during the leak test which has to be performed before every patient use as described in the IFU. As the ventilator failure reportedly occurred during a case the apl tubing probably was ripped during the procedure. This is only plausible when the tubing is stressed during the case by ripping/tearing. The tubing was replaced on-site. The device was tested afterwards, passed all tests and was returned to service. As no further similar case was reported it was assessed to be a single event.

Event description:
It was reported that during a case the device alarmed for ventilator fail. The user bagged the patient to complete the case. The facility clinical engineer evaluated the device and determined that there was a leak in the tubing going from the breathing system (apl bypass/peep valves) to the machine. The clinical engineer replaced the tubing and the device passed all tests and was returned to service. No patient injury reported.